Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but photos were available for evaluation. A visual inspection of the returned pictures noted that the first image depicted the protective sleeve disengaged on the left side of the device. The second image depicted the disengaged balloon, protective sleeve, and the body of the device. It was reported that the balloon disengaged from trocar sleeve and broke. The reported issues were confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, intra-operatively of a laparoscopic totally extraperitoneal procedure, the balloon was used to create the pre-peritoneal space. During the step to remove the endoscope from the trocar the surgeon saw that the parts of the balloon completely separated from the trocar. A part of the balloon fell into the patient¿s cavity. There was also a hole in the balloon. The balloon was completely removed using laparoscopic instruments and by making a bigger incision. The procedure started with a 5mm trocar for the endoscope, but the hole was too small, so the surgeon changed to a 10mm trocar to remove the balloon. The procedure was extended for 30 minutes.